Manufacturer narrative:
The device was received with partial white display due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to partial white display. The device was received with corrosion on force sensor assembly and moisture damage on motor assembly. Unable to verify keypad unresponsive/button error alarm, stuck button alarms or low battery anomalies due to partial white display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer's blood glucose level was 132 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.